Event description:
It was initially reported to boston scientific corporation that a wallflex enteral colonic stent device was used during a colon stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a malignant neoplasm of the transverse colon which measured approximately 90 mm. It was reported that the patient's anatomy was tortuous and difficult to reach the lesion. During the procedure, resistance was encountered with the delivery system when trying to deploy the stent. The handle of the delivery system that is pulled back, became detached and the stent could not be deployed. The procedure was completed with another wallflex enteral colonic stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent had been fully deployed and the distal end of the outer sheath had been retracted 71mm proximal to the tip. The outer sheath had detached from the distal handle and there was a bend in the stainless steel handle. No issues were noted with the profile of the deployed stent. The proximal end of the outer sheath was stretched in appearance for a distance of 148mm. Kinks were noted in the clear outer sheath at 128mm and 203mm from its distal end. There was no issue in movement of the outer sheath along the shaft. During analysis the shaft was dissected at the proximal end of the clear outer sheath and the inner lumen was withdrawn. It was noted that the inner lumen was kinked at 3mm distal to the stent holder. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.